Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system failed testing as it was found that the battery was not holding charge. The medtronic representative replaced the battery. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The battery 24v 34w was returned to the manufacturer for analysis. Investigation found that received cells at 26.48 no load and provide back up for 2.49s. After fully recharge cells provide backup for 3 minutes and 10 seconds. The hardware investigation found that reported event was related and electrical failure mode; battery wont hold charge.

Event description:
A medtronic representative reported that the navigation system's battery was losing charge quickly. He reported that after a short time, sometimes while moving it, the system would power down without beeping. There was no patient present when this issue was identified.

Manufacturer narrative:
Corrections: device manufacture date provided. This issue was documented in a medtronic navigation hardware anomaly tracking database.